Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a long-lasting low flow event at home. The patient contacted the hospital. The patient was admitted with signs of gastrointestinal bleeding. Log files were downloaded and blood analysis was done. Volume therapy was started. The low flow alarms were related to hypovolemia which was caused by gastrointestinal bleeding (gib). Gib was confirmed. Gastro and colonoscopy did not show the bleeding source. The bleeding resolved without further therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.